Manufacturer narrative:
The customer¿s report of an upper pressure sensor failure was confirmed in the device error log and replicated during testing. Review of the lvp error log showed entries for error code 240.4150.0 (sensor broken high failure). Visual inspection showed no anomalies with the pump module. Testing resulted in the device alarming for check IV set. The bottle side voltage was found to be out of specification. Re-testing after replacement of the pressure sensor with a known good sensor resulted in no further alarms. The customer¿s report of a history of alarms after the sensor was replaced could not be confirmed. Based on its date code, the sensor installed in the device appeared to be the original sensor installed during manufacturing. The root cause of the pressure sensor failure was not identified.

Event description:
The customer reported that during preventive maintenance activities between (B)(6) 2015 and (B)(6) 2017, it was noted that a higher than expected number of devices had been repaired for upper pressure sensor failures. After the upper pressure sensor was replaced these devices had either alarmed for channel error 240.4150 or had alarmed for check IV set when powered on. No patient involvement was reported. Of the 18 reported devices, 15 were repaired by the biomed and 3 were sent for investigation.